Manufacturer narrative:
Device not accessible for testing (4117): at this time, the customer cancelled their request for getinge to evaluate and repair the iabp unit involved in this reported event. Recent information received indicates that the customer will use the iabp unit involved as a trade-in to purchase a new cardiosave iabp unit. A supplement report will be submitted should additional information be provided, and upon completion of our investigation. H3 other text : device not returned to manufacturer.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided. The full event site name is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) screen was flickering. There was no patient involvement, and no adverse event reported.